Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving gablofen via an implanted infusion pump. It was reported the patient moved in 2013 and their current hcp office had a difficult time finding the patient's pump port during refills. It was noted the patient did not have much fat. The patient goes through "trauma" during refills and the refill yesterday being the worst one. The caller requested a refill template and was consulted that each refill kit has a template. The caller was going to follow-up with their hcp to confirm if they use the refill kit template. No further information provided.